Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found clogged waste suction needles and tubes in the rinse station causing contamination of the reaction by liquid waste remaining in the cuvette. The fse performed repairs. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable crep2 (creatinine) result from one patient sample tested on the cobas 8000 c702 module. The initial result was reported to the clinic. The doctor deemed the result abnormal prompting the rerun of the patient sample. The initial result was 338 umol/l. The repeat result was 70 umol/l.